Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after several lead placement attempts, the physician was unable to remove the competitor guidewire from the left ventricular (lv) lead. The lv lead was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead became extrinsically distorted due to guidewire coating. The guidewire was kinked/buckled. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.